Event description:
It was reported that the core impaction drill heated up during a procedure. A back-up device was used to complete the procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on the driveshaft and bearings, as well as the contact pins.